Manufacturer narrative:
Concomitant product: 4092-58, lead, implanted: (B)(6) 2000.

Event description:
It was reported that the patient presented to the emergency room with complaints of fast heartbeat and atrial fibrillation (af). A transmission noted the right atrial (ra) lead with suspected intermittent undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.